Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a false (B)(6)- lead integrity alert (lia) for actual physiologic ventricular tachycardia (vt) / ventricular fibrillation (vf) episodes. Some double counting was noted on the stored episodes. Follow-up was conducted and it was verified that sensitivity reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.